Manufacturer narrative:
The product has not been returned to calibra. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted 08/26/2015: calibra received follow up from the patient on 08/19/2015. The patient indicated that the sites were prepared by washing the site but no alcohol wipes were used. The patient also indicated that hair was not removed from the site prior to application. The patient indicated that the patches typically fell off because of excess sweat. The patient indicated that the adhesive was loosening and coming off from underneath and not really from the outside edges unless the site was bumped.

Event description:
On (B)(6) 2015 the reporter responded to an anonymous survey for calibra indicating that the patch had come off during work outside. The reporter indicated using a backup treatment plan until a new patch could be applied. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.